Event description:
It was reported that over-sensed noise occurred on the right atrial (ra) lead and right ventricular (rv) lead. It led to inappropriate high ventricular rate and automatic mode switch episodes. No changes or interventions were performed, and the patient will further be monitored. The patient was noted asymptomatic and as having suffered no consequences.